Event description:
The customer reported the a/d channel 8 error displayed on mainframe at boot-up. No pt injury was reported.

Manufacturer narrative:
The ge svc rep replaced the power / signal interface. Tested operation, operates as intended.